Event description:
The customer reported a leak at the cartridge chemistry (cc) sample probe wash collar wash tubing and noted a puddle of liquid under the cc sample probe of the unicel dxc 600 synchron system. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer discovered that the sample probe tubing was loose at the top of the probe. The cts instructed the customer to tightened the probe and trim the collar wash tubing to resolve the leak. The customer primed the sample probe ten times and no further leaks were observed. However, the customer reported that the leak returned later that same day and the issue was not resolved. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed an intermittent collar wash valve failure. The fse replaced the collar wash valve to resolve the issue and verified the repair as per established procedures. (B)(4).